Event description:
It was reported the customer was hospitalized on (B)(6) 2014. The customer stated he had gone to the hospital due to having difficulty breathing. The customer stated he decided to suspend his insulin pump one night and forgot to resuspend his insulin pump. As a result, the customer did not receive a bolus delivery he had entered. The customer was assisted with rewinding his insulin pump and administering a .2 unit bolus. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).